Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system matrix drawer 1 failed. The field service engineer (fse) found that main matrix drawer 1 failed in the hardware test application (hta). Upon closer visual inspection of the rear round clip, the plunger was found to be broken. The fse replaced the plunger, after which the drawer became responsive. Final testing was completed, and the customer was able to recover and inventory main matrix drawer 1 successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer did not open, required maintenance and there was no access to medication. However, there were no delay and adverse events or injuries reported based on this event.